Manufacturer narrative:
Vyaire file identification: (B)(4) any additional information received from the customer will be included in a follow up report. Technical support reported that during evaluation the o2 path test was successful. The inspiration valve test failed in the step "step loss test".

Event description:
Customer reported that bellavista has a strange behavior of o2 flow controller. Slight oscillations in o2 flow curve during ventilation with low peep and high o2 setting. At this time no reported patient involvement in this event.

Manufacturer narrative:
Updated conclusion and result code information. The root cause of the event was determined to be due to a defective inspiration valve. The spare part was ordered and shipped to the customer.